Event description:
A pinhole in the balloon was observed that prevented the completion of testing this ich six month stability unit. The components on this unit represent components used on commercially released product. The internal lot # is 0112051332.

Manufacturer narrative:
Inspection of the product confirmed the pinhole complaint. Visual analysis confirmed a balloon leak at approximately 9.72 mm from the distal tip. The balloon distal leak occurred at 16 atms during the pressure-rating test. Microscopic analysis revealed that the leak site external surface exhibited no evidence of mechanical surface abrasions intersecting the tear edge. The leak site exhibited a triangular shape similar to a puncture shape. The balloon leak inner surface exhibited no evidence of mechanical surface damage that could have initiated the leak. The balloon material seemed to be protruding toward the inner surface. It is possible that the balloon leak may have been initiated by the stent pinching or piercing the balloon material. There is no conclusive evidence as to the exact cause of the leak.